Event description:
It was reported that since implant the pump was ¿delivering more than/a little bit over the top maybe¿; it was also stated that ¿it¿s not an emergency¿. For the past week or two, at intervals, it felt like the patient was having overdose symptoms. The pump was delivering baclofen and morphine. It was later reported that the patient symptoms were following a routine pump replacement. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).